Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation, faradrive steerable sheath was selected for use. It has been mentioned that farawave catheter and sheath was prepared as per recommendation. Transseptal puncture was performed with brk and faradrive. Upon insertion of the catheter into the sheath air bubbles were seen during aspiration. Blood was also dripping out of the valve. The sheath was exchanged, and the procedure was completed using different faradrive sheath. No patient complications occurred. The product is expected to return for analysis.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation, faradrive steerable sheath was selected for use. It has been mentioned that farawave catheter and sheath was prepared as per recommendation. Transseptal puncture was performed with brk and faradrive. Upon insertion of the catheter into the sheath air bubbles were seen during aspiration. Blood was also dripping out of the valve. The sheath was exchanged, and the procedure was completed using different faradrive sheath. No patient complications occurred. The product was received and investigation is still in progress. It was further reported that a pressure bag was used for irrigation. No damage seen in the luer lock was seen. A guidewire was advanced until the tip of catheter when the farawave was inserted inside the sheath.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation, faradrive steerable sheath was selected for use. It has been mentioned that farawave catheter and sheath was prepared as per recommendation. Transseptal puncture was performed with brk and faradrive. Upon insertion of the catheter into the sheath air bubbles were seen during aspiration. Blood was also dripping out of the valve. The sheath was exchanged, and the procedure was completed using different faradrive sheath. No patient complications occurred. The product was received and investigation is still in progress. It was further reported that a pressure bag was used for irrigation. No damage seen in the luer lock was seen. A guidewire was advanced until the tip of catheter when the farawave was inserted inside the sheath.

Manufacturer narrative:
Faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. An attempt to purge air out of the sheath by injecting deionized water was unsuccessful as deionized water was observed to leak from the proximal end of the sheath. This failure occurred due to the removal of the dilator, indicating the dilator was inserted for a prolonged period. This resulted in the deformation of the hemostatic valves and inability to revert to its sealed state. An attempt to purge air out of the sheath by injecting deionized water was unsuccessful as deionized water was observed to leak from the proximal end of the sheath. This failure occurred due to the removal of the dilator, indicating the dilator was inserted for a prolonged period. This resulted in the deformation of the hemostatic valves and inability to revert to its sealed state.